Event description:
It was reported that the user¿s continuous glucose monitor would not pair with the ilet due to use of an incorrect sensor type selection and missing pairing code, which was resolved by switching the ilet cgm setting from g7 to g6 and entering pairing code 1162; the sensor then connected and functioned. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user setup error leading to an initial pairing failure, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that user error related to sensor type selection and pairing code entry caused the event.